Event description:
It was reported the autoclavable camera head exhibited surface rubber is torn, the lower part of the camera head. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.